Event description:
It was reported that this brady lead was not successfully implanted due to lead helix mechanism became tissue bound, interfering with helix extension and retraction. This brady lead was replaced with the same model and never in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix difficulty and tissue in the helix allegations were both confirmed. As basing on a failing helix mechanism due to helix being deformed. The tissue was also noted entwined in the helix which might have been a contributing factor.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the helix became tissue bound interfering with the helix extension and retraction. This observation no longer meets the definition of malfunction as this occurred in a controlled environment and the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to lead helix mechanism became tissue bound, interfering with helix extension and retraction. This brady lead was replaced with the same model and never in service.